Event description:
(B)(4).

Manufacturer narrative:
Fidia has become aware of this case by screening the worldwide scientific literature. The adverse event reported was at first evaluated as being unrelated to the use of hyalgan, and thus not reportable to the agency, because the product was never mentioned by the reporters among the factors that contributed to the occurrence. Similarly, fidia has never become aware of analogous long-latency cases of septic arthritis associated with hyalgan. After a further review of the article on 27 sept 2013, fidia concurred to take the more conservative course and contacted one of the paper's authors asking his opinion on the possible relationship between the administration of hyalgan and the adverse event. The following comments was received from the author on 30 sept 2013: the pt had multiple other risk factors for septic arthritis including chronic corticosteroid use. It is possible that the injection served as the point of inoculation for the joint to become infected, but it is my opinion that the hyalgan itself was not a causative agent. The insertion of a needle into the joint may have started the process by creating contact with the outside environment, but the bacteria more likely originated from the external environment that from the pharmaceutical preparation. The case was thereafter upgraded to reportable on 30 september 2013 as the contributing role of hyalgan in the occurrence, linked to the administration technique, cannot be completely excluded. This is a literature case. No batch number was received; therefore, no investigation can be conducted. This case will be closed. Exemption number (B)(4). On 28 november 2011, the FDA granted the permission for the MFR fidia farmaceutici (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceuti (B)(4) (the MFR) is submitting this report on (B)(4) the importer). The present MDR report satisfies the reporting obligations for both companies.